Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): the system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Death and infection/sepsis are known potential complications that may be associated with use of this product and in all patients with heart failure and in patients with open access sites. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient developed sepsis post-implantation. The site reported that the patient was treated with intravenous antibiotics. The patient expired on (B)(6) 2017 with the cause of death reported to be septic shock. An autopsy was not performed. Though the pump was explanted, the site will be retaining it. The patient's surgeon reported that the event was unrelated to the pump and that it had been running well. No further information was provided.

Manufacturer narrative:
Additional information received indicates that the patient had required fifteen days of extra-corporeal membrane oxygenation prior to the vad implantation. Blood cultures were performed and were positive for multi-resistant klebsiella. The source of the sepsis was not provided. The patient expired on (B)(6) 2017 with the cause of death reported to be septic shock and multi-organ failure. The patient's physician reported that the event was unrelated to the pump and unrelated to the implant procedure. No further information has been provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient died due to septic shock and multi-organ failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against this device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient died due to septic shock and multi-organ failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.